Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, paucity of randomized control trials of various graft materials used in transvaginal prolapse surgery, the many case series published to date generally show relative safety and efficacy.

Event description:
Received a study titled "the use of biological and synthetic materials in vaginal surgery for prolapse." The study reviewed the currently available biological and synthetic graft materials available for pelvic prolapse with focus on recent publications. Per the study adverse events associated with polypropylene mesh include recurrence of prolapse and vaginal erosion.